Event description:
It was reported a patient underwent a CABG procedure on an unknown date in jan-2024 and barbed suture was used. Surgical site infection has occurred. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> ssi, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, a number of ssis have occurred over the past 12 months at hospital an increase to usual numbers. Switched to new wound closure protocol using dermabond prineo on all incisions (sternotomy, and grafting sites). Also using stratafix in all layers. Discussed with a range of staff members at the site- no exact numbers or further details. I have also been told there is a range of different infections (not all the same when swabbed so cannot be linked to one particular bacteria) . This is just a very broad investigation at this stage. The information is collated by the internal infection control data team and was raised as concerning. The hospital is looking at all measures through the entire theatre work flow- from pre-op shower and shave, intraoperative measures (including airflow in and out of theatres/ correct doors being used, foot traffic etc) all the way through to post op care management on wards and at discharge. As prineo is the biggest change they have made to their wound closure practice/protocol in the last 15 months they are querying whether it may be contributing to the unusually high infection rate it is important to also add there is not one particular surgeon the ssis are linked to. It is a range of surgeons across the department. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient infection? What was the procedure date? What date /day post op was the infection noted? Please describe the patient manifestations of the reported infections: location, severity, appearance, specific organs infected, systemic or local infections. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were any pre-op cleansing procedures changed recently? If yes, please describe were any cultures taken? If so, please provide the results. How much and what type of drainage is present in this wound? Were any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Were any issues noted with the prineo or stratafix products upon opening/use? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code of stratafix and prineo and/or lot of products used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. Note: events reported on mw# 2210968-2024-02301, mw# 2210968-2024-02302. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Per the healthcare professional: the decision not to share came from healthcare professional. We will share some information once we have completed a thorough investigation. Is photo available of patient infection? What was the procedure date? What date /day post op was the infection noted? Please describe the patient manifestations of the reported infections: location, severity, appearance, specific organs infected, systemic or local infections. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were any pre-op cleansing procedures changed recently? If yes, please describe were any cultures taken? If so, please provide the results. How much and what type of drainage is present in this wound? Were any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Were any issues noted with the prineo or stratafix products upon opening/use? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code of stratafix and prineo and/or lot of products used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.